Manufacturer narrative:
In this MDR, bd ds headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) was found to have bacterial growth in the media. This had an occurrence of 20. No patient impact was reported. The following information was provided by the initial reporter: according to the customer's report, bacterial growth was found in the media.

Manufacturer narrative:
H.6 investigation summary: 251239 #2193402 we could confirm this issue as a report from returned sample. The issue was contamination of cladosporium sp. Complaint history was reviewed, and no other complaint has been taken on this lot. At this time. Did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. It includes bioburden testing. A visual inspection was performed on 20 retention samples of this lot. As a result,no contamination was observed. The root cause for this could not be determined.

Event description:
It was reported that bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) was found to have bacterial growth in the media. This had an occurrence of 20. No patient impact was reported. The following information was provided by the initial reporter: according to the customer's report, bacterial growth was found in the media.